Event description:
During a cholecystectomy and liver resection, the surgeon asked for the argon beam to be in the room for use during the procedure. The patient was plated on his left thigh area. The area was clean dry and intact. The rn plugged the argon beam in and the scrub tech purged the device per protocol. The physician began to use the argon beam and the headpiece started to catch fire. The physician was able to extinguish the flame. No harm came to the patient or to staff. The argon generator was removed from service and inspected by biomed with normal outputs and perceivable issues. The hand piece was also saved and images were collected and attached. At this time it is unclear whether the equipment/hand piece could have caused or contributed to this event. The hand piece has been returned for failure analysis. Manufacturer response for electrosurgical, cutting coagulation accessories, abc bend-a-beam, (per site reporter). The device was returned for failure analysis. No report has been received yet.